Event description:
A nurse reported that following intraocular lens (iol) implant surgery the iol was exchanged by a retinal specialist during a separate procedure on the same day as the original iol implant procedure due to subluxation and vitreous hemorrhage. Additional information was received from the retinal surgeon, who indicated that he performed a vitrectomy during the lens exchange and sutured the replacement anterior chamber iol. He reported that the pt has done well postoperatively. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot number. (B)(4).